Manufacturer narrative:
(B) (4). (B) (4). There was no reported product deficiency. Thrombosis is a known adverse event as listed in the promus instructions for use (IFU) as a no-fault complication. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Device issue: none. Adverse event: stent thrombosis. Time of adverse event: during stenting procedure. It was reported that a 2.5 x 28 rx promus stent was implanted in the circumflex artery on (B) (6) 2010. During a procedure of the rca on (B) (6) 2010, angiogram of the circumflex revealed thrombosis. Two non-abbott dilatation catheters were used to treat the thrombosis. Due to pending bypass surgery, the patient had discontinued bay aspirin and panaldine. There was no adverse patient sequela. Though requested, no additional information has been provided. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.